Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient's mother reported that a physician prescribed the patient medication to treat skin irritation caused by using the pod. The irritation was reportedly "red and scaly" in appearance. Additional details such as occurrence date, pod lot information, and medication used to treat condition were not provided.